Event description:
The customer contacted baxter's service center regarding assistance with an alarm; which occurred on the homechoice (hc) during use, during last fill. During this time the technical service representative (tsr) found that the hp had disconnected the supply bag and added a new one to the same line, thus compromising the setup. The tsr assisted with ending therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint is confirmed due to the use error described by the home patient, who reused supplies after improperly disconnecting from the cycler. The label review found the patient at home guide to be adequate for the use error in this incident.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up MDR will be submitted if additional information is obtained.